Event description:
The pt presented with dyspnea and palpitations on exertion. An echocardiogram revealed one leaflet of the sjm valve was impeded with an elevated mean gradient. The valve was explanted and replaced with a smaller 23 mm sjm masters series valve. Intraoperatively, pannus was observed on the explanted valve. The pt was reported to be in stable condition following the procedure.